Manufacturer narrative:
This device was explanted over a year later with no further allegation being made against it in relation to this event. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. Longevity calculations confirmed the device exceeded longevity calculations on the date of explant and appears to have been depleting normally. The allegations made against the device could not be confirmed or duplicated during testing and detailed analysis. It was concluded this device met specification and experienced normal battery depletion.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and right atrial (ra) lead exhibited a high out of range pacing impedance measurement of greater than 2000 ohms. The cause of the impedance issue was not determined and no intervention was performed. The device continues to remain implanted and in service. No adverse patient effects were reported.